Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturer report number 3005099803-2008-3949 for a description of the other event. It was reported to boston scientific corporation in late 2006 that a jagwire guidewire was used in an enteral stent placement procedure the day before (a patient; gender and weight are unknown). According to the complainant, a tandem xl cannula and jagwire guidewire were used in the procedure. In order to gain access to a difficult stricture, the guidewire was manipulated. During the manipulation of the guidewire, it was noticed that its yellow and black insulated jacket had become detached. This detachment would not allow the guidewire to move through the cannula. The procedure was completed with another jagwire guidewire device. No serious injury was reported as a result of this event. The patient's condition was reported to be ok.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. A visual examination of the returned jagwire revealed that the teflon sheath was stripped, exposing the core wire. The core wire was found to be bent. In addition, the teflon toward the distal end of the wire was corrugated. According to the event description, the guidewire was manipulated in order to gain access to a difficult stricture. Although the investigation results indicate that procedural factors may have contributed to the device failure, the exact cause of the malfunction cannot be determined.